Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal procedure, an end tone was heard but the handpiece did not seal with oozing blood of about 20cc. They replaced the generator and used the device and it was able to seal without problem. A part had also detached, fell into the cavity but was retrieved. There was no patient injury.